Event description:
A user facility reports that an intraocular lens (iol) was explanted. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information was requested 03/13/2007 and 03/14/2008 by phone, fax and mail. A completed questionnaire has not been received.